Event description:
It was reported that the patients ultrex device had a fluid loss at an unknown location. The patient underwent a surgical procedure in which all ultrex components were explanted and a new inflatable penile prosthesis (ipp) was implanted without further complications.